Manufacturer narrative:
Reported event: it was reported, "case number: 06156529: mps reported arm bouncing and shaking when entering haptics and during cuts. Already spoke to fse.¿ product evaluation and results: the field service engineer reported: case number: (B)(6), work order: wo-03339541. Problem reproduced? No. Trouble shooting notes: n/a. Work performed: upon arrival at site I did not duplicate results as a sawbone procedure would have been necessary to duplicate the problem. However, I did check transmission values and verified that the j5 cable has loosened up considerably which would have caused the listed problem. During the last field visit I did replace the j5 transmission cable and tensioned it as per service manual. However during the usage since then the cable has more-or-less settled into a position where (through continued usage) it has slightly stretched and self adjusted. This caused it to loosen up. I again re-tensioned the cable per service manual instructions and to specifications. I spent additional time adjusting and propagating as to hopefully avoid any future issues. Again ran transmission test and values are good. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review. Review of the device history records indicate p/n: 209999, rob175 was inspected and accepted into final stock on 15 december 2011 with no reported discrepancies. Complaint history review . A review of complaints in catsweb and trackwise related to p/n: 209999, rob175 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure was not duplicated as duplication required a sawbone procedure, however the failure was confirmed through onsite fse inspection from the field service engineer. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Device not returned.

Event description:
Mps reported arm bouncing and shaking when entering haptics and during cuts. Already spoke to fse.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm bouncing and shaking when entering haptics and during cuts. Already spoke to fse.